Manufacturer narrative:
The following products were used in the surgery: (product ID: 7570901, qty: 3). Although it is unknown whether these products caused or contributed to the reported event, we are filling this MDR for notification purpose. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with degenerative scoliosis and underwent 3 level minimally invasive surgery (mis) olif(oblique lumbar interbody fusion) fusion procedure at l3 to l5. During surgery, the extender loosened during rod insertion. The product came in contact with the patient. No patient complications have been reported.